Manufacturer narrative:
H6: investigation summary: it was reported there was particulate in the syringe barrel. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with no packaging blister and two white specks on the edge of the syringe barrel rubber stopper. The second photo shows a syringe with no packaging blister and what appears to be a piece of plastic on the syringe barrel stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number: 302832, lot: 2298186. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
Material#: 302832, batch#: 2298186 & 2298167. It was reported by customer that particulate matter in barrel - once seen during use and once found immediately when pulled out of packaging. 302832, syringe 30ml ll s/c 56, lot: 2298186 & 2298167, one syringe from each lot. Particulate matter in barrel - once seen during use and once found immediately when pulled out of packaging. Additional info received on 09-mar-2023. Are you able to provide incident date? On (B)(6). Are both two faulty syringes available to return to bd for investigation? Only one of the syringes is still available, the one that was unused, but opened from package (smaller particulate matter present). Could you share more details when foreign matter discovered (shown in photos), is it when pulled out of packaging? For the one with smaller particulate, it was noticed immediately after removal from package, before any further use. For the second one with larger particulate, it was noted while trying to remove air bubbles. No component of use would have allowed for that large of an object to pass through a needle, which it why it was concluded the particulate was present in the syringe barrel before use. It was mentioned that foreign matter was found while using the syringe, was it used on patient? No, neither syringe was used on a patient, nor was a preparation made with the products sent to a patient for administration. If yes, please describe the details together with patient outcome. N/a. Event clarification info received on 10-mar-2023. Event 1: smaller particulate fm, event date: 2/28, batch: 2298186, return qty: (B)(4). Event 2: larger particulate fm, event date: 3/5, batch: 2298167, return qty: (B)(4).

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulate matter in barrel - for the second one with larger particulate, it was noted while trying to remove air bubbles. No component of use would have allowed for that large of an object to pass through a needle, which it why it was concluded the particulate was present in the syringe barrel before use. Event 2 - larger particulate fm. Event date - (B)(6). Batch - 2298167. Return qty - 0.